Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the handpiece would continue to run after the handswitch was let go. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.